Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer reported that due to the station's inaccessibility, they had to implement an alternative solution to obtain the medications from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a black screen and no power. The issue was isolated to the customer's refrigerator and ups. A field service engineer replaced the uninterruptible power supply (ups), which was supplied by the customer. The customer brought a new refrigerator to the station, removed the hasp and remote manager from the old refrigerator, and installed them on the new refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.